Event description:
Patient reported to nurse that they had to discard their smartez pump ((B)(4), lot# unknown) containing vancomycin 750 mg in 0.9% sodium chloride 250 ml because it was leaking near the filter.